Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), feeling abnormal ("neurological conditions or problems type: brain fog"), vertigo ("vertigo"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), back pain ("back pain") and arthralgia ("joints pain"). The patient was treated with surgery (essure removed and oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, depression, migraine, headache, tooth disorder, feeling abnormal, vertigo, visual impairment, eye disorder, fatigue, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, eye disorder, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, vertigo, visual impairment and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jul-2020: pfs received: case became serious incident. Essure removal was done for event pelvic pain. Hospitalization added. Removal date, reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.